Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user facility medwatch mw5058760 that stent dislodged occurred. The target lesion was located in a coronary artery. A 3.00x12mm promus premier drug-eluting stent was advanced however the device was lodged inside the guide catheter. The stent delivery system, the guide wire and the guide catheter were removed together from the patient. No patient complications were reported.